Manufacturer narrative:
(B)(4). Foreign- the event occurred in (B)(6). This reporting is being submitted late as the event was identified through complaint remediation efforts. Examination of the reported device was not possible as it remains successfully implanted in the patient. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions or identify root cause with the information made available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the surgeon had difficulty impacting the liner into the cup. The liner was eventually successfully mated with no significant delay to surgery. No further information has been made available at this time.